Event description:
It was reported by russia that during service and evaluation, it was determined that the compact air drive device had a sticky trigger, moving parts did not move smoothly-trigger and would not run. It was further determined that the device failed pretest for check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device did not work while in use with an air oscillator device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: air oscillator device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).